Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a persistent ¿press and hold¿ screen that was unresponsive, preventing insulin delivery during a fill-tubing sequence and prompting a replacement; the user later depleted and recharged the original device, after which it functioned normally. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl and no acute complications. Outcomes included temporary interruption of pump therapy and transition to multiple daily injections without medical intervention or hospitalization. Investigation included review of user-reported device behavior and return logistics. Investigation of this case revealed a screen or user interface freeze with the pump stuck on an activation prompt, consistent with a malfunction of the display or touch input pathway that resolved after a full power cycle. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device malfunction that could not be reproduced after power depletion and recharge.